Manufacturer narrative:
An event regarding abnormal ion level, corrosion and pain involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's counsel that allegedly the patient underwent a left total hip arthroplasty on (B)(6) 2012 and was revised on (B)(6) 2020 due to alleged pain and elevated metal ion levels. It is further alleged that corrosion between the cobalt chrome femoral head and the trunnion of the citation hip stem with black sludge was noted intraoperatively.